Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 322, which was not reproduced. System error 322 was confirmed through a review of the event history log. Evaluation found the lower latch switch to be out of specification, causing the issue. The lower latch switch was calibrated to correct this condition. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device alarmed system error 322. There was no patient involvement.